Event description:
Surgipro mesh led to removal of part of my mother's colon and intestines, as well as the mesh during emergency surgery. She also had (B)(6) and infections that led to renal failure. Had to wear a colostomy bag for remainder of her life. On (B)(6) 2003, dr. (B)(6) performed hernia repair surgery at (B)(6) hosp - (B)(6) and used a surgipro hernia mesh during the surgery. In (B)(6) 2007, dr. (B)(6) - (B)(6) medical ctr- (B)(6) - had to perform emergency surgery to remove the mesh and part of her colon and lower intestines. This surgery and subsequent 5-month hospitalization left her wheelchair-bound (unable to walk), a 3-days-a-week dialysis pt, having to live with a colostomy bag (for bowels) for the rest of her life.